Event description:
Customer reports receiving a result of 572mg/dl, 4 minutes later a result of 221mg/dl, 6 minutes later a result of hi, and 2 minutes later a result of 249mg/dl. Customer reports taking an additional 20 units of humulin after one of the results, but is unsured which result. No adverse event reported and no treatmnet received. Customer did report receiving a cortisone shot that morning. No quality controls were used. Requested return of suspect device and replacement was sent.